Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a captivator extra large round snare was used during a colonoscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the snare was looped around the polyp for resection with cautery, however cautery was unable to be performed. An attempt to resect the polyp without cautery was unsuccessful and the snare loop became embedded in the patient¿s tissue. The snare loop could not be manipulated (failed to extend and retract) to release the loop from the patient tissue, and the catheter was damaged when the handle was forcibly actuated. The snare was cut at the handle and the catheter was removed from the patient, however the snare wire was unable to be retrieved with forceps. The patient was transferred to a hospital to undergo surgery for removal of the polyp and the snare. Reportedly, the snare was removed successfully and the patient was in good condition with no complication post-surgery. Patient to be discharged from hospital.